Event description:
It was reported that the ilet pump exhibited an unresponsive or inconsistent sleep/wake button and intermittent charging functionality, prompting issuance of a replacement pump and charger and instructions on shutdown, data handling, and return. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included no injury, no hospitalization, and continued glycemic management using cgm as applicable. Investigation included case review, user guidance, and replacement logistics. Investigation of this case revealed an intermittent mechanical or switch performance issue of the user interface/power button consistent with a device hardware malfunction of the enclosure/control interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake/sleep button mechanism.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.